Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant: ddbb1d1 ICD implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was undersensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.